Event description:
It was reported that on a pt, the anesthesia workstation switched form automatic to manual ventilation mode without user interaction. There was no pt harm reported. (B)(4).

Manufacturer narrative:
A supplemental medwatch report will be provided when the investigation is finished. (B)(4).